Event description:
A patient was being treated with heparin, 500ml nacl with 20,000 ie heparin. While the pump was in the hallway the alarm on the pump sounded. The patient noticed that fluid was being infused and the patient's arm got cold. Pt was assisted to turn off the pump and was remitted to the ward. The staff in the ward saw that the bag was empty. Thus, a 500ml bag has been emptied in 3 hours. The flow rate on the pump was set on 62ml/hr. The display on the pump showed a residual volume of 398ml. No adverse outcome resulted.